Event description:
It was reported that on (B)(6) 2015, the patient underwent a coronary stenting procedure with placement of a 3.5 x 18 mm xience alpine stent in the mid right coronary artery (rca) and a dissection occurred in the distal rca. Although a stent was intended to be placed at the distal rca lesion, a 3.5 x 28 mm xience alpine stent, longer than intended, was implanted to treat the lesion and cover the dissection. Post procedure, cardiac enzymes were elevated. The event resolved on (B)(6) 2015. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Relevant tests/laboratory data, including dates: (B)(6) 2015 (21:46): troponin I=0.04 ng/ml, upper reference limit 0.03 ng/ml. (B)(6) 2015: ECG=no myocardial infarction. (B)(6) 2015: ck=95 u/l, normal upper limit 174. (B)(6) 2015: ck-mb=5.0 ng/ml, normal upper limit 6.8. (B)(6) 2015: troponin I=0.06 ng/ml, upper reference limit 0.03 ng/ml. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The reported patient effect of dissection, as listed in the xience alpine everolimus eluting coronary stent system electronic instructions for use, is a known patient effect that may be associated with use of a coronary stent in native coronary arteries. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacturing, design or labeling.